Event description:
It was reported that a loss of efficacy occurs which is unrelated to stimulation therapy. It was noted that ¿things had been changing very quickly.¿ it was noted that the healthcare professional (hcp) had given him two groups and 1 volt to change. It was noted that the patient used to have right hand which was his bad hand on group b and his left hand on group a. It was noted that it affected his voice the most where the patient sounded intoxicated and had trouble speaking. It was noted dizziness and just bazaar stuff. It was noted that suddenly in september over the course of 2-3 days the patient¿s right hand did not like group b and he had to go to group a. It was noted that the patient had to keep wrapping up the amplitude a little bit at a time. It was noted that if the patient took it up too high then the therapy does not increase necessarily with it but the side effects did. It was noted that the patient ¿forgot things now since he had it put in.¿ it was noted that before the patient switched groups he felt stimulation and it was still working as far as functioning but the therapy was not as effective as it had been. It was noted that the patient had switched groups in september and that his hcp allowed him to switch groups to see what worked best. It was noted that his last appointment was in (B)(6) and the next appointment is (B)(6) 2013 . It was noted that the patient would report to the hcp that he changed groups. It was noted that the patient usually saw the hcp every 3 months. It was further noted that the patient wanted to know why impedance numbers were changing on his print out. Additional information received reported that the cause of the event was unknown and that the patient did not contact the office with any concerns. Additional information received reported that the patient was still having concerns regarding their device or therapy but that they were working with their doctor or manufacturing representative.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va07xlu, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va07xlu, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).